Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch ultraeasy meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. It is not clear when the alleged issue began. One evening a couple weeks prior to contacting lfs, it was reported the patient obtained a blood glucose result of around ¿200 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). Based on the alleged result, the patient administered his insulin (amount not specified). The reporter claimed the patient woke up later that same evening feeling low blood glucose symptoms of sweats and pain in his joints. The patient drank cola as treatment and felt better after. On (B)(6) 2013, it was reported the patient obtained a blood glucose result of ¿175 mg/dl¿ with the subject meter and ¿133 mg/dl¿ with another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. No additional symptoms or treatment were specified at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because it was claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.